Manufacturer narrative:
Final analysis found the pulse generator to exhibit no output and no telemetry. There was a lifted pin on the rf flex module. The lifted pin could have resulted in the high current drain.

Event description:
It was reported that the pulse generator could not be interrogated, premature battery depletion was also noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.